Manufacturer narrative:
Conclusion: based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. In this case, it was noted that the melody valve was located just posterior to the sternum and significant dynamic compression of the conduit throughout the cardiac cycle was observed, which indicates that mechanical stresses could be a potential contributing factor for the reported stent fractures. However, a root cause of the stent fractures cannot be determined with the limited information available. Stent fracture related risks are documented in the risk management files. In addition, the stent fracture may have led to the reported high gradients; but a conclusive cause of the high gradients cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This type of event did not exceed the threshold for further assessment with regards to trending. Therefore, no formal investigation is recommended at this time. Medtronic will continue to monitor field performance for similar events should they occur. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that echocardiogram was performed four years, one month, and nineteen days following the implant of the valve, revealed rvot with a peak gradient of 32 mmhg (millimeter of mercury), and a mean gradient of 18 mmhg. Echocardiogram performed five years, one month, and twenty four days following the implant of the valve showed rvot with a peak gradient of 89 mmhg, and mean gradient of 52 mmhg. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a significant increase in right ventricular outflow tract (rvot) gradient was seen on a routine echocardiogram during annual evaluation. The patient was asymptomatic. A type iii stent fracture was observed in the catheterization laboratory despite the presence of a non-medtronic pre-stent. Complete separation of the proximal portion of the stent was observed, however the valve did not embolize as the venous segment of the valve remained intact. The melody valve was located just posterior to the sternum and significant dynamic compression of the conduit throughout the cardiac cycle was observed. Two additional stents were implanted, one inside the other which significantly reduced conduit movement and compression. The second melody was then implanted. Weight was received and was added to section a4. The correct aware date was november 19, 2020. Codes were updated in section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years, two months and seventeen days after the implant of this transcatheter bioprosthetic valve, the valve was replaced valve-in-valve for an unknown reason. No additional adverse patient effects were reported.